Event description:
Attempts for information have remained unsuccessful as the site will not be providing additional information.

Event description:
Additional information was received indicating that the device was discarded following explant.

Event description:
It was reported that a patient had high impedance discovered during a system diagnostics test performed on (B)(6) 2011. There was no trauma or manipulation reported. X-rays were performed and the patient's generator was disabled. The x-rays were sent to the manufacturer for review. From the images received, the electrodes appeared to be properly aligned and placed on the nerve. The lead pin appeared fully inserted into the connector block and the filter feedthru wires appeared intact. There did not appear to be any gross discontinuities or sharp angles in the visible portion of the lead; however, other unpronounced lead discontinuities cannot be ruled out. The patient was referred for and underwent revision surgery on (B)(6) 2011. Attempts for product return and additional information are underway.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.